Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hematoma and occlusion, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The patient effects of hematoma and occlusion are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as 1/1/2010. The additional device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article title: "access site complications are uncommon with vascular closure devices or manual compression after lower extremity revascularization".

Event description:
The study compared perioperative outcomes between manual compression and vessel closure devices after peripheral vascular interventions. Multiple vascular closure devices were discussed, including proglide and starclose se. The study concluded that use of vessel closure devices compared favorably with that of manual with significantly fewer access site complications after peripheral vascular intervention. Complications noted with the vascular closure devices discussed included hematoma (minor, transfusion, requiring intervention (thrombin injection or surgical treatment), access site stenosis/occlusion, and vessel closure device failures. Specific patient information is documented as unknown. Details are listed in the article, titled "access site complications are uncommon with vascular closure devices or manual compression after lower extremity revascularization". No additional information was provided.